Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for evaluation. Testing found that when the monitor was powered on, video would display for a few seconds then be lost. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. Other relevant device(s) are: product ID: 9733623, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that when the surgeon monitor was disconnected and re-connected, the video would be lost. Follow-up with the manufacturer representative (rep) determined that the issue was intermittent and the monitor shut off randomly during use. The rep confirmed that the issue was not just occurring with the monitor was disconnected and re-connected.